Event description:
It was reported that pump experienced malfunction that caused customer¿s blood glucose level to rise to a high, unspecified value shown only as ¿high¿ on display, with no notable events occurring beforehand. No additional information was received regarding further impact to the customer¿s blood glucose level. Customer addressed high blood glucose by giving correction insulin injection using multiple daily injections and planned to use this method as backup therapy, while technical support arranged shipment of replacement pump under warranty, confirmed shipping details, provided instructions for placing pump into storage mode and returning it within 10 days, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement device.